Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance measurements. There were atrial tachy response (atr) events that had noisy signals. Boston scientific technical services (ts) noted that rate response trend (rrt) was on. The health care professional (hcp) turned off rrt. The patient was going to be brought in a week later for further review. No adverse patient effects were reported. The system remains in service.